Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, a tear drop-shaped clip fell out at the first firing. The device was used on the gallbladder. Moreover, the firing force was higher than expected and the trigger could not be grasped at the 2nd firing. Then, the device was removed with the trocar since the jaws did not close. It was found that the tip of the jaws was deformed. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).